Manufacturer narrative:
During inflation of a 5x150mm 135mm powerflex pro percutaneous transluminal angioplasty (pta) catheter, it ruptured at ten (10) atmospheres (atm) during its initial inflation there was no patient injury reported. The lesion was the left superficial femoral artery and it was heavily calcified with high stenosis. An approach was made from the right femoral artery with a competitor guiding catheter. A competitor guidewire crossed the lesion and a non-cordis balloon catheter was inflated. After that, a power flex pro was inserted. The device was not returned for analysis. A device history record (DHR) review of lot 17312803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with high stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Continued from medical devices: medikit)guidewire (300cm aguru, boston scientific) balloon catheter (angioscupt, 4mm*4cm, the spectranetics). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 5mm15cm 135 powerflex pro percutaneous transluminal angioplasty (pta) catheter, it ruptured at 10 atm during its initial inflation. The device has been discarded in the hospital and will not be returned for analysis. There was no patient injury reported. The lesion was the left superficial femoral artery and it was heavily calcified with high stenosis. An approach was made from the right femoral artery with a guiding catheter (parent, 6f45cm, medikit). A guidewire (300cm aguru, boston scientific) crossed the lesion and a balloon catheter (angioscupt, 4mm*4cm, the spectranetics) was inflated. After that, a power flex pro was inserted.